Event description:
It was reported to philips that system's surgical light was causing electrical sparks when colliding with the hanging lead shield. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned treatment, which was completed by moving the c arm manually. The philips field service engineer (fse) inspected the system onsite and found that the c-arm was moving slowly. Upon troubleshooting, the fse checked the logs and confirmed the issues related to stand movements. Fse determined that the issue was caused by the bodyguard sensors. The system was incorrectly detecting a collision, even though no actual collision had occurred. To resolve the issue, fse initially cleaned the covers for both the tube and detector and performed bodyguard sensor calibrations. Ensured that movement current calibrations were completed. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.